Event description:
The manufacturer sales representative reported that the device overheated at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
D9,h3.